Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 4.50x12mm nc trek bdc is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion in the left main (lm) to left anterior descending coronary (lad) artery. A xience stent was implanted in the lesion. A 4.50x8mm nc trek balloon dilatation catheter (bdc) was inflated once to 18 atmospheres (atm) for 20 seconds and then completely deflated. The balloon became stuck in the guiding catheter during retraction; however, was able to be removed. Next, a 4.50x12mm nc trek bdc inflated and completely deflated; however, also became stuck in the guiding catheter during removal, but was able to be removed, completing the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.